Manufacturer narrative:
Philips service identified the need for replacement of the 24vdc power supply and image processor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that computers did not start; turn-off command failed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.